Event description:
Caller alleged discrepant result when compared with lab result reported as follows: meter: 1.60, lab: 2.00.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.60, lab: 2.00, mean: 1.80, confident limit: 1.3 - 2.7. As per internal procedure. Rev.2, inratio and lab values are within the confident limit. The product will not be investigated.